Event description:
It was reported that a spectrum pump alarmed system error 105 while in the med surge unit. It was also reported that there was no patient injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 105 caused by seizing motor. The failed motor was replaced.